Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the clinic, on (B)(6) 2021, the patient developed a post-operative infection at the post-auricular incision site with serous drainage, and was treated with oral antibiotics for 7 days. However, the drainage recurred, and the patient was treated with a second course of oral antibiotics for 7 days. The infection resolved, and the patient resumed use of the device.